Manufacturer narrative:
The returned sample consisted in one PICC catheter which came inside a generic plastic bag and it was received with a syringe. The sample exhibits signs of use, blood residues and it was cut. An underwater test was performed and a leak was found below the strain relief of the catheter, however the origin of the leak could not be observed with a naked eye. Magnified pictures were taken and a cut below the strain relief was observed. Dimensional evaluations were not required in this complaint. The complaint sample investigation concluded that this is not related to the manufacturing process. The sample returned does not meet qc release specifications due to that the device damage was caused post manufacturing. Product analysis confirmed that the defect contributed to the reported event. The reported condition was confirmed. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. In addition, during the manufacturing process, catheters are submitted to a 100% pressure testing. The condition occurred after being in use in a patient for an undetermined time, therefore this cause is attributed to unintentional misuse (excessive force, inappropriate use of cleaning agents, sharp objects, etc.): through a visual evaluation it was observed that the catheter had a tear in the tubing wall. Due to the appearance of the catheter received it is possible that the catheter was damaged by instruments with sharp or rough edges during clinical use, resulting in a catheter leakage. Additionally the catheter was in use for an undetermined time without issues, which implies that the defect occurred after customer manipulation. It is important to consider that the instructions for use warn: [exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor tear could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the condition that was found caused a leak which would be identified during assembly operations since manufacturing performs 100% pressure testing during production. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 3/29/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states the catheter is leaking just above the hub/butterfly where the extension tubing meets the hub/butterfly. A patient was involved but not injured and no medical intervention was required to prevent injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.